Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was difficult to remove and the user had to twist the shaft to remove the instrument and resolve the issue. The procedure was completed using a backup prograsp forceps instrument. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting difficulty with instrument removal, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) receive the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube. A piece measuring approximately 0.302" x 0.162" was not returned with the instrument. Further investigation found that the instrument had a broken hypotube at the proximal end in the main tube and a dislodged instrument proximal clevis. All the failures are attributed to mishandling and misuse. The advance failure engineer inspected the instrument and found that the main tube was broken at both the distal and proximal ends. There were no missing broken pieces on the proximal end but there was a missing piece on the tip of the main tube in the distal end. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image identifies that the shaft near the housing end of the instrument was broken off; however, analysis was inconclusive as the distal end of the instrument was not shown. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The broken main tube on the prograsp forceps was confirmed by advanced failure analysis. The broken main tube resulted in the proximal clevis being dislodged. The prograsp forceps instrument could only be removed by twisting the shaft. The damages on the proximal end of the main tube were likely caused by the twisting. The hypotube cables appear to be twisted onto each other reaffirming that the shaft was twisted. The prograsp forceps was likely twisted until breakage which allowed the instrument to be removed. The probable root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.